Event description:
Pt. Is s/p thr, oct. 1990 with a cemented femoral stem and ceramic femoral head. On 8/24/94 pt (who no longer lives in ny) called hospital for special surgery othopedic surgeon with c/o pain in hip. On 8/25/94 pt. Saw surgeon and fracture of the ceramic femoral head was diagnosed. Pt. Taken ot or on 8/25/94 for replacement of liner and femoral head (replaced with metal ball). Stem of total hip prosthesis not replaced. At review the ceramic femoral head was found to be fractured in multiple fragments with no visible markings.